Manufacturer narrative:
.

Event description:
It was reported that two days post op of a gastric bypass, staple line leakage occurred in the area of the angle of his. During the re-op the staple line was oversewn.